Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model zcb00 +22.5 diopter) was inserted into the patient's operative eye and there was a capsular tear. The account commented that the issue was not due to the lens and the lens was removed. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 7/16/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection shows the lens case was received in open condition with no lens contained in it. Further examination shows that the lens was found loose in the box. The product was decontaminated. The lens was inspected by a qualified final inspection manufacturing specialist using 12x magnification. Soome scratches were observed in the middle of the lens near the cutting area. Unable to determine if these scratches were resulted from the lens cutting process during removal and replacement. Observed crack at one of the haptics. How and when the crack was introduced could not be determined. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.